Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v259066, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v032588, implanted: (B)(6) 2007, product type: lead. (B)(4) pertains to lead (v259066).

Event description:
Additional information from a patient reported the left lead in brain is fractured and surgery is scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead was explanted on (B)(6) 2016 as the lead was fractured above the lead-extension connection. It was stated that the lead-extension seemed to have slipped down the patient's neck over time which may have caused the stress on the lead. The patient experienced a return of tremors that goes away when he tilts his head to the left. It was also noted that the impedances would fluctuate from high to normal when palpating the lead-extension connection. The issue was resolved following the replacement procedure.

Event description:
Additional information received from the consumer reported the patient was prescribed new lens with a prism but the patient had not received them as of (B)(6) 2015. The case was still open.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v259066, implanted: (B)(6)2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6)2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v032588, implanted: (B)(6)2007, product type: lead. (B)(4).

Event description:
A consumer reported that when they were in recovery after the implantable neurostimulator (ins) was replaced, a health care provider (hcp) mentioned that only one electrode was working. Out of surgery, all electrodes were working and the leads were working when the patient left. Since the ins replacement, the patient had diplopia in their left eye. There were no falls or accidents and the patient had an appointment scheduled with an ophthalmologist. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.